Event description:
It was reported that there were complications with the infusion system. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the following statement was not accurate: "the patient was told by their physician that a few other patient's had infusion system complications".

Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot# unknown, product type: catheter. (B)(4).